Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6 of 6 (patient was connected). The technical service representative (tsr) explained the alarm to the home patient (hp) and to clear the alarm. The hp would do a manual exchange. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.